Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. Nj was used as a place holder. Initial reporter country code: country event united states was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety prematurely activated with a bd ultrasafe¿ injection system needle guard. The following information was provided by the initial reporter: on may 23, 2019, amgen was notified of one (1) manual needle guard (mng) unit with premature activation. Prematurely activated upon removal of the pfs from the blister tray before administering the in injection. Subsequently, premature activation has been observed in fifty-two (52) additional customer returned units which is captured under the consolidated investigation.

Event description:
It was reported that the safety prematurely activated with a bd ultrasafe¿ injection system needle guard. The following information was provided by the initial reporter: on may 23, 2019, (B)(6) was notified of one (1) manual needle guard (mng) unit with premature activation. Prematurely activated upon removal of the pfs from the blister tray before administering the in injection. Subsequently, premature activation has been observed in fifty-two (52) additional customer returned units which is captured under the consolidated investigation.

Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the photo there is no damage or missing features on the safety device which could explain premature releasing of the unit. Bdm-ps could not perform a batch history record¿s review (bhr) as the lot# is unknown. 36 pcs retain samples were inspected from other retained batches. All samples had both latch finger on their non-activated place, no damaged or missing features or partial activations were found. Based on the investigation conclusion the defect occurred due to misuse of the combination product. H3 other text : see h.10.